Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a delayed healing following the implantation of an ankle prosthesis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Design history records review indicates that all devices were manufactured to specifications for tibial base, talar component and tibial insert. This device used for treatment. An initial product history search was conducted and revealed no additional complaints against the related part and lot combination for tibial, talar or tibial insert. A definite root cause cannot be determined with the information provided.